Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the device was deployed three times in the right ventricular septum but acceptable measurements could not be obtained at every attempt. When the delivery catheter was manipulated in the cardiac chamber for the forth deployment in the right ventricular septum, the delivery catheter became in a shape like the tip was in a direction toward the right ventricular inferior wall side. And resulted in difficulty of approach to the septum, although no problem was identified with movement of the steerable part. The physician suspected insufficient functions of the delivery catheter, such as damage affected by heat stress, and damage of the wire of movable range of the steerable part. The leadless ipg was replaced with a new one, and the procedure was completed with no further issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.